Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0520 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "attempted to insert PICC line in lue, encountered some resistance on the subclavian region when attempting to advance line. Pulled line back approximately 10 cm, flushed the line amd attempted to advance. When that attempt failed, the line was removed and PICC was placed in the right arm. Chest x-ray was done and a foreign body, presumably a wire measuring about 3.8cm was detected in the left subclavian region. The patient had been discharged. The patient was instructed to return to the hospital immediately. The foreign object was removed on (B)(6) 2020. "